Event description:
The device was used during a colon resection procedure. Reportedly, the suture dehisced 23 days post-op. A re-operation was performed 3/3/98. New suture was used. The hosp has reported the pt status is satisfactory.